Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had been charging the implantable neurostimulator (ins) when they saw an informational power on reset (por) on the recharger and then on the patient programmer on (B)(6) 2017. This was not related to an overdischarged event. A manufacturer representative was able to clear the por and the patient was able to turn therapy back on as the por had caused the therapy to shut off. The patient did not know what caused the por as they had not had a low battery. The ins was 50% charged up when the por was seen. The patient had never seen a por before this. It was reported that the patient had a cardiac halter monitor on for the past 3 days. The halter monitor had batteries which were supposed to last 24 hours but did not even last 12 hours. The monitor batteries were draining more quickly than they were supposed to. This had been noticed on (B)(6) 2017. The patient was wondering if the scs was affecting the halter monitor and if the halter monitor could have caused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.